Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 600mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and sensor and blood glucose differences. Customer treated with manual injection. Troubleshooting found that the customer does not change the site very often and was advised to change it every 2 to 3 days. Customer declined to check their settings. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.